Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 350cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient noticed the deflation and then visited her doctor. Deflation of the left breast prosthesis was confirmed by the doctor. The patient was scheduled to attend an upcoming event and there was not enough time to fix the deflation, so the doctor took a needle to the right side and drew off 240cc of saline to temporarily make the breasts symmetrical for the patient. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2018. During explantation surgery, it was observed that the right capsule had calcifications anteriorly. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 11/16/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 11/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-oct-2020, mentor received additional information about the event. The patient developed baker grade iii/IV capsular contracture in her right breast. Manufacturer¿s reference number: (B)(4).